Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 2 months post implant of a 23mm sapien 3 valve within a non-edwards surgical valve in the aortic position, the valves were explanted and a new surgical valve was implanted. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
Additional information was received. Per the patient¿s medical records, post implant of a 23mm sapien 3 valve within a non-edwards surgical valve, there was mild pvl, mean gradient of 37mmhg and ava 1.0cm2. Initially the patient felt well, and patient prosthetic mismatch was stated as the most likely cause. During the next weeks the patient became symptomatic. A cta was negative for valve leaflet thrombosis. Therefore, approximately 2 months tavr, the sapien 3 valve and surgical valve were explanted and a new surgical valve was implanted. The valves were explanted due to patient prosthetic mismatch. Imaging confirmed there was no thrombus or halt. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient 20 mmhg or peak velocity 3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient 20 mmhg, eoa 0.9¿1.1 cm2 and/or dvi 0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of 0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As reported, patient prosthetic mismatch was the likely cause for the increase in gradient across the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.